Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 501 mg/dl. Cause was not known. Customer addressed elevated bg by a correction injection via manual insulin therapy and a correction bolus via the pump. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.